Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: about halfway through the case, the surgeon noticed that the insulation on the shaft cracked. They were directing nodes within the wound. This caused a burn while dissecting a node. There are three spots, totaling a centimeter and half in length right below the right axillary incision. Analysis conclusion: complaint confirmed: there is a tear/split in the black heat shrink of the inner shaft, however, it cannot be determined what caused the heat shrink to tear/split. Also, the complaint could not be recreated for the patient injury, burn, issue that was reported in the complaint description. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported the insulation on the plasmablade shaft cracked while dissecting a node and caused a patient burn. The reported burn was located on the right breast, lateral side, measuring 4¿ long, and width described as a very thin line. Topical antibiotic was used to treat the burn and no other interventions were needed. The degree of the burn is unknown.